Event description:
It was reported that during a procedure, after about 20 ablations (duration of each one 60 seconds), the physician was not able to stop the tachycardia. The physician decided to finish the procedure by using another catheter. When he extracted the catheter, the tip of the catheter was broken (almost cut). There was no adverse event has been reported. Additional information was requested, but no response has been received.

Manufacturer narrative:
The device history record review was performed. No anomalies were noted in manufacturing or service of this device. The system met all specifications upon its release prior to distribution. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that after taking the catheter out from the patient, the tip was broken (almost cut) the returned device was visually inspected upon receipt and the tip was bent only. No sharp edges or cuts were observed. The tip section was dissected and it was noticed that the peek housing was not filled with epoxy, which caused the peek housing to bend. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.